Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-02247.

Event description:
Related manufacturer reference number: 3006705815-2019-02247.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-02247. It was reported a cerebrospinal fluid (csf) leak occurred during a trial procedure. The physician performed a blood patch and drainage stopped, during a follow-up appointment, the trial leads were removed and csf started actively leaking. The physician performed a blood patch and drainage stopped. The patient reported dizziness and head ache afterwards. Follow-up information indicated the patient's headache and dizziness has resolved.